Manufacturer narrative:
The psu was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the psu was defective. The psu was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a faulty power supply unit (psu). There was no patient injury reported as a result of this incident.